Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed without issue. A second clip was advanced into the patient anatomy and deployed on both leaflets. However, after deployment the clip detached from the posterior leaflet and remained attached only to the anterior leaflet in a single leaflet device attachment (slda). It was also noted that the posterior leaflet had been damaged. No additional intervention was performed, and mr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue damage were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.